Event description:
This ra lead was implanted and was pulled out on (B)(6)2017 due to dislodgement after pocket closure. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).